Event description:
It was reported that during a lobectomy procedure, the instrument partly failed to fire. Some staples showed nicely formed b-shape staples, while others were formed completely open. It seemed like the cartridge only fired up to 50% of its capacity. It is unknown how the procedure was completed. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: on what tissue type was the device used? At what location on the tissue? Fissure in lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Did the surgeon move the firing knob left and right before firing? Unknown. Was the handle closed completely before firing? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Unknown. Did any part of the instrument break-off from the device? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Which part of the cartridge was fired 50%, proximal or distal, or left or right stapling rows? Proximal, left and right. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Good. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 1st year. 3rd device. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. What predicate device was used by the surgeon? Tlc. Did the device fire completely with the cut line and staple line equal in length? No, it did not. Only half the cartridge was fired. Did the device cut completely? No, it did not. At what part of the staple line were the staples formed correctly with the proper b form shape, proximal, distal, or center? Proximal. The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.